Manufacturer narrative:
Section h10: the real intelligence cori intended for use in treatment was not made available to the designated complaint unit for evaluation, however photos of screenshots were provided in the field report for review. A relationship between the reported event and the device was established. The reported system fault notification 'critical error' was visually confirmed in the photo. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. The most likely cause of this event is associated with the cori software at the time of the complaint. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. In the event of a system failure, refer to the recovery procedure guidelines in the user manual. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that when they powered on the cori machine for a tka procedure and added the patient's information, an error massage saying "incompatible camera firmware" appeared. They switched off machine, switched it on again, went to admin and updated camera firmware again. After switching to dr. Profile, it appeared the error message "critical error, the system has detected that launcher exited due to a configuration error. Please contact robotics customer support". No patient injury was reported. After the procedure, the development manager repeated the troubleshoot with same conditions and she was able to proceed to case creation and burr selection as per normal. No delay was reported. No other complications were reported.